Event description:
Implant removed. Implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain. Abutment screw fractured in the implant and was partially removed, but another implant could not thread-in. Thus the implant was removed. (Abutment and screw not received).